Event description:
It was reported that during a da vinci pyeloplasty procedure, the jaws on the fenestrated bipolar forceps instrument did not close completely as intended. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side to side misalignment of grips. There was a .047 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found.